Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked. The reporter indicated that the screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
Follow-up # 1 date of submission 07/15/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings: visual inspection revealed that both the display lens was cracked and the display screen was blank. The pump case was removed and the display screen was found to be cracked. A test display screen was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.